Event description:
It was reported that during routine follow up, noise on the ventricular channel resulting in inhibition of pacing and episodes of auto mode switch were observed. Programming changes were made. The patient was referred to the hospital where fluoroscopy was performed. No anomalies were observed on the lead, however, the physician elected to explant and replace the lead. After extraction, externalized conductors were observed proximal to the svc coil, which was located between the patients superior vena cava and subclavian vein. It was also observed that the damage may have occurred during the explant procedure. There were no complications for the patient. Patient condition was good after the event.